Manufacturer narrative:
The customer reported that they did not hear an alarm at the bedside device. The customer reported that a patient coded but survived and they would like the logs reviewed. The customer care solution center representative obtained the backup error logs from the customer and analyzed the contents. A review of the central station alarm logs indicated that on 01/14/2015 for bed #409 from 22:11:32 until 23:46:25 indicated that there 2 tachy; 3 desat; 2 fib/tachy; 2 brady; 3 asystole and 1 apnea alarms generated , several of which were silenced at the central station. There were also 2 instances in which alarms were suspended and automatically came out of suspension after 3 minutes. The logs also indicate that some of the alarms would have been silenced in the patient's room. This information was shared with the customer to resolve the issue.

Event description:
The customer reported that they did not hear an alarm at the bedside device. The customer reported that a patient coded but survived and they would like the logs reviewed. This is being reported as a serious injury. No additional information is available.